Manufacturer narrative:
Recall: 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with her external devices and issue was confirmed by an abbott representative. The patient last received stimulation and recharged the ipg approximately 2 years ago. The ipg became inoperable due to the patient not recharging the device. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively the patient was receiving effective stimulation.